Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an issue with cobas infinity core software version 2.2.3. The software allows for new test versions to be created on the same day to reflect new reference ranges, comments etc. The system saves all test versions in order to use the correct one to match a patient result with the test version of the result date. The current version used by the software should be the most recent test version created on the same day. For example, if the most current reference range values are not being used, this could affect the interpretation of patient results. The customer alleged that when a test has different test versions created on the same day, the software is not using the most recent version. The customer stated a new version of the test was created on (B)(6) 2018. Minutes later, the customer made a change and generated another version of the test. The 2nd version should have been active but the previous version was activated instead. No erroneous results were generated. There was no allegation that an adverse event occurred. The investigation was able to reproduce the customer's allegation. An example of when a new test version would be created would be if a user needs to change the reference ranges for a test. When the user presses the "test reference ranges" button a pop-up message appears asking if a new version of the test needs to be created since one exists already for the same day. If the user presses "yes" a new test version is created and enabled as current since it is the latest one. The issue with the software occurs during a daily system maintenance process called "end of day process." One of the default maintenance tasks performed is an "automatic test version activation" which activates the test versions where the version date is equal to the date the "end of day process" is being executed. The purpose of this process is to activate a test that has already been created for a future date. If two or more versions of a test from the same day are present, when the "end of day process" is executed, the version created previous to the most recent version is enabled instead of the most recent version; the most recent version is then disabled. The investigation confirmed a software issue. The root cause is an error in the source code. The software is not taking into account the possibility of having 2 or more test versions from the same day when launching the maintenance tasks. This issue affects cobas infinity software versions 2.0.3 up to 2.3.3. A possible work around is to avoid having 2 test versions created on the same day.